Manufacturer narrative:
Result of investigation: a revision of a rt-plus knee, due to a ¿fractured femur component with coupled modular knee and pronounced metallosis with bone defects and pseudotumor¿, was reported. The rt-plus mod femoral comp. Left 8 cemented (75005557) alongside with the rt-plus mod stem straight 16/120 non-cemented (75005522) were returned for investigation. The reported issue could be confirmed upon visual inspection. The taper connector of the femoral component was observed to be broken at the neck and the straight stem was observed to be fractured into three pieces at the taper connector of the femoral component. The proximal part still remains with the stem. Damage visible on the femoral component indicates repeated impingement between the rotation peg and the anterior edge of the femoral shield. This damage is likely due to repeated hyperextension of the joint. The medial side of the femoral component shows a leftover piece of femoral bone. The bone cement on the lateral side of the femoral component shows signs of fixation with the femoral bone on the anterior and the very posterior side. The rest of the bone cement shows no signs of direct contact with the femoral bone. A fracture analysis of the devices revealed that the fracture of the rt-plus knee component occurred at multiple sites caused by fatigue and overloading. A material analysis did not detect any material deviation. The clinical information provided of elevated metal ion levels, metallosis, inflammation, bone defects and the pseudotumour might be consistent with a reaction to metal debris. For the devices that have been returned for investigation only for the stem straight, the batch number could be identified. A review of the batch record for did not reveal any deviations from the standard manufacturing process that could have contributed to the reported failure mode. There are no other complaints with reported breakage of an rt-plus modular system (femoral component and stem). Based on this investigation, it is assumed that a reduced lateral joint stability might have led to increased stresses onto the stem and the medial femoral bone and finally caused the reported breakage at the taper connection of the femoral component. However, the root cause cannot clearly be identified and stays undetermined. The executed investigation steps give no indication for the need for corrective action. Nevertheless smith and nephew will continue to monitor these devices for similar issues. The returned devices will be retained.

Event description:
It was reported that a patient that had undergone a two-step total knee revision due to infection in 2015 to an rt modular, and at that time still had good metaphyseal bone condition (bone defects f2b, t1), presented with gross instability of the femoral stem at the junction to the femoral joint component on (B)(6) 2019. It is reported that the instability had caused gross metallosis in the patient. The joint was revised on (B)(6) 2019 to a megaprosthesis.